Manufacturer narrative:
A philips clinical support specialist (css) spoke with a third-party vendor (vendor) who went to the customer site. The vendor was unable to confirm if the mmx was securely attached to the monitor prior to the fall. The vendor informed the css the equipment was not new and the hospital staff was aware of the issue prior to the onsite evaluation. The vendor also detailed the device had been removed from service prior to their arrival, therefore no evaluation was performed by the vendor. The customer biomed / engineering department replaced all broken clips to the equipment. Following the replacement of the broken clips, the customer biomed / engineering department checked all monitors and mmx devices. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the clips holding their intellivue mmx device were broken. The mmx device fell and struck a patient in the head.